Manufacturer narrative:
(B)(4).

Event description:
During the first follow-up after device implant the physician drained off all of the 20 ml baclofen that the pump was filled with. An opacification test was done to ensure the permeability of the catheter; however it was impossible to inject the drug. It was also noted that there was 'no baclofen delivery with return of spasticity'. Following this a revision surgery was carried out to control the connection between the catheter and the pump; permeability of the catheter was noted as good. However during surgery, physician observed a lack of flow between pump and catheter despite this correct connection and a functional catheter. The patient underwent explant and implant of a new pump. Patient outcome was noted as 'ok'.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed that the pump passed all non-destructive lab testing. Note: the catheter was not returned for analysis. (B)(4).